Manufacturer narrative:
The customer replaced an order for the power control bd and that information was forwarded to the local fse for replacement of the bd due to the consent decree. The rep ordered a new power control bd and installed it. The system function checked and the system performed as desired.

Event description:
The customer reported, the power control board is defective and needs to be replaced. No patient involved, no injury.